Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient¿s ipg migrated and appears putting pressure on her lower rib cage. As such, surgical intervention was undertaken on (B)(6) 2021 wherein the ipg was explanted and replaced with a new ipg. The new ipg was implant at a new location resolving the issue. Reportedly, therapy was confirmed post op.